Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a raw rash under the front therapy electrode. The patient reported that the front therapy electrode was leaking gel. The patient's physician recommended that the patient use over-the-counter desonide on the irritation. The patient reported that the skin irritation had improved.